Manufacturer narrative:
After the event, the device was evaluated by an arjo technician. The device's functional test revealed that the lift was in a good condition. The sling inspection showed that the sling was worn and had a broken clip. The sling label was unreadable. According to the arjo technician, the sling involved in the event had over 15 years old. As per the product instruction for use, the expected service life for passive clip sling is 2 years and the shelf life is 5 years. Taking into account that the sling exceeded its service life, it has been concluded that the crack of the clip could be related to the aging of the clip. Additionally, when damage is noticed, the product should not be used. In the reported event, the sling was not withdraw from use when its service life has passed, but was used which in a result lead to the clip wear and breakage. The instruction for use for sling warns: ¿the operational life of the sling is dependent on the actual use conditions. Therefore, before use, always make sure that the sling straps do not show signs of fraying, tearing, or other damage and that there is no damage (i.e cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling. If you have any doubts about sling safety, as a precaution and to ensure safety, do not use the sling¿. Looking at the incident scenario it has been established that a sling was used for patient handling at the time of the event. The clip sling was reported to break and in this regard, the sling did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the patient fell out of the device.

Event description:
It was reported that during the initial phase of transfer from a bed to a wheelchair the sling clip broke and detached from the device spreader bar. As a consequence of the event, the patient fell out of the device and was transferred to the emergency room, no injury was reported.